Event description:
It was reported that they had a previous patient with a non- (B)(6) stimulator that appeared to be depleted but patient had an MRI and was shocked. Caller couldn't remember which device manufacturer it was. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).